Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with ampicillin (unspecified dose, route, and frequency), heparin (unspecified dose, route, and frequency), and tobramycin (unspecified dose, route, and frequency). On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis and outcome of cloudy effluent and abdominal pain was unknown. The action taken with pd therapy was unknown. No additional information is available.